Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2008, abdominal cramps, hsv infection, folliculitis, inflammation, eczema, vulvitis and drug hypersensitivity. Previously administered products included for an unreported indication: mirena-iud. Concurrent conditions included hirsutism, vulvodynia, weight gain, fatigue, vaginal irritation, food allergy, anal irritation, nasal stuffiness, rhinorrhea, ocular itching, watering eyes, tingling throat, adverse drug reaction nos, urge incontinence, exacerbation of asthma, umbilical hernia, vaginitis, abdominal pain, menorrhagia, pelvic prolapse, hand rash, uterine prolapse, stress urinary incontinence and ventral herniorrhaphy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), infection ("infection"), allergy to metals ("nickel sensitivity") and rash ("other (list): persistent rash"). The patient was treated with surgery (robotic assisted laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, infection, allergy to metals and rash outcome was unknown. The reporter considered allergy to metals, dyspareunia, genital haemorrhage, infection, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: normal and good placement of the essure and tubes were visualized. Ultrasound scan vagina - on an unknown date: essure coils in good position. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : confirming -pelvic pain, dyspareunia, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear in 2008, abdominal cramps, hsv infection, folliculitis, inflammation, eczema, vulvitis and drug hypersensitivity. Previously administered products included for an unreported indication: mirena-iud. Concurrent conditions included hirsutism, vulvodynia, weight gain, fatigue, vaginal irritation, food allergy, anal irritation, nasal stuffiness, rhinorrhea, ocular itching, watering eyes, tingling throat, adverse drug reaction, urge incontinence, exacerbation of asthma, umbilical hernia, vaginitis, abdominal pain, menorrhagia, pelvic prolapse, hand rash, uterine prolapse, stress urinary incontinence and ventral herniorrhaphy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), infection ("infection"), allergy to metals ("nickel sensitivity") and rash ("other (list): persistent rash"). The patient was treated with surgery (robotic assisted laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, infection, allergy to metals and rash outcome was unknown. The reporter considered allergy to metals, dyspareunia, genital haemorrhage, infection, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: normal and good placement of the essure and tubes were visualized. Ultrasound scan vagina - on an unknown date: essure coils in good position. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : confirming -pelvic pain, dyspareunia, rash. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.